Event description:
This female patient was identified during an active online listening program. The patient had essure inserted for contraception. The case describes the occurrence of pelvic pain ("pain day and night / continuous pain"), back pain ("back pain / continuous pain"), memory impairment ("difficulty remembering important details"), loss of libido ("loss of libido"), tendonitis ("tendinitis with repetition") and myalgia ("muscular pain"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), back pain (seriousness criterion hospitalisation), memory impairment (seriousness criterion hospitalisation), loss of libido (seriousness criterion hospitalisation), tendonitis (seriousness criterion hospitalisation) and myalgia (seriousness criterion hospitalisation). The patient was treated with surgical essure removal. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, loss of libido, memory impairment, myalgia, pelvic pain and tendonitis to be related to essure administration. The reporter commented: for 12 years she had an essure contraceptive implant, which made her life a nightmare, with pain day and night. She was hospitalized (not reported which event required hospitalization). Since its removal, she is living again. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This female patient was identified during an active online listening program. The patient had essure inserted for contraception. The case describes the occurrence of pain ("pain day and night / continuous pain"), back pain ("back pain / continuous pain"), memory impairment ("difficulty remembering important details"), loss of libido ("loss of libido"), tendonitis ("tendinitis with repetition") and myalgia ("muscular pain"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain (seriousness criteria hospitalisation and intervention required), back pain (seriousness criterion hospitalisation), memory impairment (seriousness criterion hospitalisation), loss of libido (seriousness criterion hospitalisation), tendonitis (seriousness criterion hospitalisation) and myalgia (seriousness criterion hospitalisation). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, loss of libido, memory impairment, myalgia, pain and tendonitis to be related to essure administration. The reporter commented: for 12 years she had had an essure contraceptive implant, which made her life a nightmare, with pain day and night. She was hospitalized (not reported which event required hospitalization). Since its removal, she is living again. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.